Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-35 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a technician. This is an ancillary service event opened during investigation of (B)(4). The f-35 alarm was confirmed in the alarm log. The cause of the f-35 alarm could not be determined. The referenced device has been removed from service. If any additional relevant information is received, a supplemental MDR will be submitted.